Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient stated they noticed 'probably 3 weeks ago' that their implant is not charging anymore and patient stated they started getting the 'little guy flashing' and when they would try to recharge and now it won't connect at all. Patient stated 'between this (ins) and the pump, they were getting pretty decent pain control but this (ins) is fading out and their not getting decent pain control - they can't charge it and it's just about depleted.' Patient stated they are scheduled to have their ins replaced on august 22nd and inquired about lead compatibility and current implant models. Agent reviewed considerations and the patient was redirected to their healthcare provider to discuss.